Manufacturer narrative:
Valve was received with two threads on the cp3 leaflet. Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during preparation, while inspecting a 26mm sapien 3 ultra valve, long threads were seen on the valve leaflets. They seemed longer than the usual fuzzy appearance. Therefore, this valve was not used.

Manufacturer narrative:
A review of manufacturing process was performed to determine if the particulate could have originated at an edwards facility. A listing of all the tooling, fixtures and material used in the manufacturing line of 9750tfx valve were generated and reviewed. While there were multiple black materials used during the manufacturing process, and none of them resemble as fiber. Additional review of all the tools/fixtures/workstations, indicated they were properly maintained in cleanroom during the walk-through. The operators were properly gowned with hair covers, shoe covers, and cleanroom gowns as observed during cleanroom review. There was no observation of non-conformance or abnormality. Therefore, it is not confirmed that the black material collected during evaluation originated from the thv manufacturing process at an edwards facility.

Manufacturer narrative:
Corrected d2. Corrected and added information to b5. Investigation is ongoing.

Event description:
As reported from our affiliates in germany, during preparation, while inspecting a 26mm sapien 3 ultra valve, long threads were seen on the valve leaflets. During pre-decontamination of the received valve, two particulates, thread like material of approximately 1cm and 0.5cm in length were found attached to the central area of the inflow on leaflet cp3.

Manufacturer narrative:
Corrected h6 component codes, type of investigation, investigation findings, and investigation conclusions the returned device was visually inspected for any abnormalities and the following was observed: two (2) particulates (threads like material) were approximately 1cm and 0.5cm in length, which were found attached to the leaflet cp3 on inflow. Due to the nature of the complaint, no functional and dimensional tests were performed. Material analysis was performed on the isolated material collected during product evaluation with fourier transform infrared spectroscopy (ftir). Ftir results for the reported particulates show similar absorption characteristic when compared to rayon and polypropylene like material. Complaint was confirmed from visual observation and imaging evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to particulate. A review of the complaint history from february 2021 to january 2022 revealed additional similar complaints for particulate for the thv sapien 3 ultra (all models and sizes). Available information suggested that procedural factors (device mishandling during prep) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The IFU and device preparation manual were reviewed. The thv is packaged sterile in a plastic jar with a screw-cap closure and seal. Before opening, carefully examine the jar for evidence of damage (e.g., a cracked jar or lid, leakage, or broken or missing seals). Caution: if the container is found to be damaged, leaking, without adequate sterilant, or missing intact seals, the thv must not be used for implantation, as sterility may be compromised. Remove the thv/holder assembly from the jar and inspect for any signs of damage. Verify that the serial number on the thv holder and the jar lid match. Record the serial number in the patient information documents. Caution: do not allow the valve to come into contact with the bottom or sides of the rinse bowl during agitation or swirling in the rinse solution. Direct contact between the identification tag and valve is also to be avoided during the rinse procedure. No other objects should be placed in the rinse bowls. The valve should be kept hydrated to prevent the tissue from drying. Based on the review, no IFU or training deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for particulate was confirmed from the returned device. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulate and/or fiber. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/ IFU deficiencies were identified during evaluation. As reported, "pre-deco evaluation, 2 fibers were seen on the inside of the leaflets. However, the customer confirmed that they complaint about fuzzy leaflets, and not these 2 fibers". Per returned device inspection, the valve had been out of solution and detached from the holder. In this case, the particulates were likely introducing during the return handling process since the particulates were not observed or reported from site. As such, available information suggests that device returned handling may have contributed to the complaint.